Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Review of pump data logs confirmed that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly, the customer continued to use the pump for insulin therapy.